Manufacturer narrative:
Article citation: ¿clinical approaches to breast reconstruction: what is the appropriate reconstructive procedure for my patient?¿, max dieterich, et. Al., breast care, vol. 12., no. 6., 2017, pg. 368-373. The event of wound revision due to bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Through journal article ¿clinical approaches to breast reconstruction: what is the appropriate reconstructive procedure for my patient?", physician reported right side ¿wound revision¿ due to patient ¿bleeding.¿ the device remains implanted.